Event description:
The account stated the flexible pipetting center internal barcode and external barcode reader were misreading patient barcode labels intermittently. The account stated the characters were read incorrectly, for example the number 4 was read as the number 9. The account stated the barcode labels did not appear to be damaged or too dark. The misread specimen labels were noticed and no results were reported outside of the laboratory. Service was requested for the flexible pipetting center. No impact to patient management was reported.